Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening and a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported ¿rupture¿. Later, healthcare professional reported "replacement due to prosthesis ruptured". This record is for the left side. Device has been explanted and it has been returned.

Event description:
Patient reported ¿rupture¿. Later, healthcare professional reported "replacement due to prosthesis ruptured". This record is for the left side. Device has been explanted and it will be returned.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6, h.6.

Event description:
Patient reported ¿rupture¿. Later, healthcare professional reported "replacement due to prosthesis ruptured". This record is for the left side. Device has been explanted and it will be returned.